Event description:
Additional info received from MFR on 12/13/1996: the actual product involved in the complaint was returned to quidel for visual inspection. Results of this inspection by quidel showed that the kit lot number and expiration date were not printed on the outside of the package, but the lot number, 0297f0861, and expirationdate, 24 mar, 1998, were present and clearly legible on the inner wrapper. To date, co has received only 4 other complaints of unrelated nature on this lot number.